Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Although no samples or photos were available for evaluation, bd is aware of this product issue and further investigation has been initiated through a CAPA to identify the potential root cause(s).

Event description:
It was reported that the safety mechanism of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter failed to function properly. There was no report of exposure, injury or medical interventions.